Event description:
It was reported that the patient expired. According to incoming information, the emergency medical services personal stated that the device system was "not working." No further detail has been made available at this time. No specific complaints have been reported.

Manufacturer narrative:
Product event summary further information has been requested and not yet made available. (B)(4).

Event description:
It was reported that the patient expired. According to incoming information, the emergency medical services personal stated that the device system was "not working." No further detail has been made available at this time. No specific complaints have been reported.

Manufacturer narrative:
Product event summary: further information has been requested and not yet made available. Evaluation summary: (B)(4) the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that blood/body fluid was present on the conductor (non-obstructing) and the insulation had a cosmetic depression. (B)(4).